Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noted that the balloon burst. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.